Event description:
When prepping a foley catheter for insertion, I always test the foley balloon by inflating it with the provided saline and then deflating before putting it into the patient. Today when testing the balloon, it would not deflate completely, there was about 5cc of residual saline left in the foley balloon. I attempted to reconnect the syringe a few times and a few other people tried to make it deflate as well with no success. This foley was discarded and a new one tested and inserted into the patient.